Event description:
Customer alleges right hand side hand break broke. No injury alleged. (B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Family member of the consumer called stating that the right side hand brake on the unknown rollator allegedly broke. No injury alleged.